Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Small cuts in mouth [mouth injury]. Catching skin on lip, small cuts lips [lip injury]. Small cuts side of tongue [tongue injury]. Mouth sore [oral pain]. Brush heads fall apart in mouth [device breakage]. Gap around the brush head is so big [device physical property issue]. Brush heads too loose to fit properly [device connection issue]. Gap around the brush head is so big it keeps catching skin on lips, leaves cuts in mouth because the head is rotating; small cuts on inside of mouths, lips, tongue from when it gets caught in the brush head as it's swiveling [injury associated with device]. Case description: a mother reported via e-mail on (B)(6) 2017 that she purchased several packs of oral-b precision clean brushheads with 4 brush heads in each pack, and 6 of the brush heads were defective out of the 2 packs that had been opened. Her daughter of unspecified age used the product and the brush heads would fall apart in her mouth, or the gap around the brush head was so big that it kept catching the skin on her lips which left cuts in her mouth because the head was rotating, or they were too loose to fit properly. The reporter stated her daughter had used this brand for years, and this had never happened before. The case outcome was unknown. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On 23-mar-2017 follow-up report via e-mail: the mother reported her daughter began using the precision clean brush heads about 3 months ago, 2 times per day, morning and night. The brush heads were causing issues from the start; either they were falling apart in her mouth, not fitting properly, or cutting her. Her daughter did not seek medical attention or do anything to alleviate the cuts. She described they were small cuts on the inside of her daughter's mouth, lips, and side of her tongue from getting caught in the brush head as it was swiveling. The condition of her mouth was sore but manageable, like any cut in the mouth would be. The case outcome was not recovered/ not resolved. No further information was provided.